Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). ===recalls: ***customer: "syr pca gripper recall 2017 dom nov". This unit was manufactured (07/2009). It is not in the population for this recall. ***not affected.*** see applicable repairs below. *** ===other recalls: syr 8110 split nut recall 2. Recall completed. ===repairs: front case: cracked: top/lt/dome; dents: lt/2, bot/1, rt/1/lrg; replaced. Front case. On disassembly found 1 of 2 tdh inserts corroded. Replaced. Top disc holder. Keypad is incidental repair part. Rear case: cracked: bot/rt/mid/scr, base/lt/fr/scr/3x; dents: bot/rt/fr/cnr, both/bot/rr/cnr's/lrg, lt/rr/edg/1x: replaced rear case. Handle: cracks: lt@spine, rt@innr/rr: replaced carry handle. Barrel clamp cracked: replaced barrel clamp, seal, & bushing. Turbo drive: twisted (left), sleeve scored (top/fr): replaced drive tube, sleeve, and seal. Iui's: oxidized contacts: replaced both iui's. Module latch: worn actuator & leaf spring: replaced. Claws: do not close properly: cleaned lower housing; evaluated claws, gears, & knob actuator: **on disassembly, found split nuts marginally worn; noted 36x 351.6660 errors on log (last in 9/2017). Replaced split nuts. Incidental repair parts: 2 feet, 2 labels, 1 mylar gasket, 1 sensor flag leaf spring, and 1 keypad assy. ===maintenance actions: calibration completed. P/m completed. Unit arrived with s/w v9.15.1.2 installed. Updated sap to (B)(4). ===tamper seal: void. Missing; none affixed to unit. (B)(4) file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per (B)(4). There was no patient involvement.